Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to defective u1004 and u1005 tri-state drivers/receivers on the computer/analog board. The root cause for the defective u1004 and u1005 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.